Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was within range (value not provided). Reportedly, the altitude alarms cleared and customer resumed pump therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.